Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a burn on the plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible that a high-energy endo therapy accessory (laser, radiofrequency, etc.) May have been used without sufficient distance from the distal end. However, a conclusive root cause was not determined. The event can be detected/prevented by following the instructions for use which state: instruction manual gif-h190 operation manual: chapter 3 preparation and inspection: 3.3 inspection of the endoscope: inspection of the endoscope. Instruction manual gif-h190 operation manual: chapter 4 operation: 4.3 using endo-therapy accessories. Olympus will continue to monitor field performance for this device.